Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 04-09-2023 for transmitter with serial number (B)(6). It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be patient allegation confirmed but could not be reproduced with returned product. The reported event of signal loss over 1 hour is reportable based on a loss of connection was found. No injury or medical intervention was reported.